Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up and saw the battery out limit alarm. Customer's blood glucose was 41 mg/dl at the time of the incident. Customer stated that she was at church when the blank display occurred. Customer's blood glucose was 282 mg/dl at the time of the incident. Customer stated that the pump alarmed during normal use. Troubleshooting was performed and customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. The customer called back and stated that she tried different batteries and got the insulin pump working. Customer was advised that the pump is being replaced for safety.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and battery cap contact, however, the insulin pump passed functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No blank display anomaly noted. No unexpected battery out limit noted. The insulin pump had cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip and minor scratched display window.